Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator.

Event description:
The spouse of the patient reported that the patient was very weak and couldn't walk as of (B)(6). The left side implantable neurostimulator (ins) was checked and showed off, so they turned on. The right side was also checked which showed elective replacement indicator (eri), which was bypassed and showed on. Follow up with the healthcare provider (hcp) is to be conducted to discuss replacement. The patient's indication for implant is unknown.